Event description:
Related manufacturer report number 2017865-2022-13620. It was reported that during a follow up in clinic in (B)(6) 2022, the device was found with battery voltage estimated to be less than 3 months to elective replacement indicator (eri) level. At the previous interrogation, in (B)(6) 2021, the longevity estimation on the battery was 2.1 years. Longevity overestimation was suspected to have occurred due to the programmer at the previous follow up in clinic. The device was explanted prior to reaching eri level and replaced to resolve the event. The patient was in stable condition as reported to abbott.

Manufacturer narrative:
This product is associated with the programmer software longevity estimator update for low voltage devices advisory issued by abbott on 16 jun 2022. Further information was requested but not received.

Manufacturer narrative:
The longevity estimation anomaly near elective replacement indicator (eri) was confirmed by reviewing the data in the device image and session records. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.